Event description:
No additional event information is available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. Visual examination of the returned product identified the tip of the needle was fractured off and returned. The device was cycled twice. The device was sent to scanning electron microscope (sem) for further analysis. Juggerstitch curved needle insert sample analyzed by sem showed that it suspected to have fractured due to bending overload. Fracture showed a smeared surface, biological debris and few indications of ductile overload fracture artifacts. There were no indications of crack initiation due to smeared edge on the insert fracture. Ductile overload sheared dimples identified in the non-smeared areas. Energy dispersive spectroscopy (eds) semi-quantitative elemental analysis of the juggerstitch curved needle insert showed that it was consistent with 17-7 ph stainless steel. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information is available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual examination of the provided pictures identified the tip has fractured off. Complaint sample was evaluated and the reported event was confirmed. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). UDI#: (B)(4). Report source: foreign- (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during the surgery, the needle of the device fractured. On reviewing the x-ray the surgeon noticed that the fractured piece of the needle was retained inside of the patient's body. Surgical intervention was done to remove the fractured part and complete the surgery. No additional patient consequences were reported.